Event description:
The patient contacted animas on (B)(6) 2012 reported that they were swimming earlier in the day and after changing the battery the keypad buttons became intermittently unresponsive. The patient reported no visible damage to the pump. The patient reportedly wore the pump under a garment, against the body, and cleaned the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): testing confirmed the complaint of unresponsive keypad buttons. All keypad buttons are intermittent/difficult to push when pressed; no physical damage was observed to the keypad. Contamination around all button contacts was observed when keypad cover was removed. Unrelated to this complaint, it was noted that the pump case was damaged and there was moisture in the pump on the printed circuit boards assembly, and around the motor circuitry, force sensor housing, and keypad area. Moisture was observed inside the pump through the display lens. The pump fails in-house leak test with damage to pump case at the display leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.